Event description:
It was reported that during procedure, the error code 429 (footswitch3 broken) was prompted. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.